Event description:
The customer reported getting a pacer failure during testing.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. The therapy pca was replaced resolving the reported issue.